Event description:
Healthcare professional reported "right side rupture as well as a bilateral exchange from textured to smooth due to concern with the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exchange from textured to smooth.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as fold flaw opening. Anxiety¿product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. Wear abrasion observed on the device.